Event description:
It was reported that, "pt fell 8 months post op. X-rays revealed a patellar fracture. Pt came to surgeon (B)(6) 2010. Was scheduled for a tibial insert exchange and patella replacement. When the poly was explanted, there was medial poly wear. The lot code of insert was un-readable due to wear. A c.s insert was implanted and patella and the knee was stable."

Manufacturer narrative:
An eval of the device cannot be performed as the device was not returned to the MFR. Additional info was requested. If it becomes available, the eval summary will be submitted in a supplemental report.